Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2017-00016, 9680001-2017-00015, 2182269-2017-00037, 2182269-2017-00038, 3008452825-2017-00033. During the procedure, a cardiac perforation occurred and the patient subsequently expired. During the procedure, transseptal puncture was performed without fluoroscopy. When placing the ablation catheter, it appeared to be outside of the model through the appendage and the patient became hypotensive and tachycardic. An intracardiac echocardiogram was performed which revealed a perforation. A pericardiocentesis was performed and the procedure continued with the patient heparinized. By the end of the procedure, the patient decompensated requiring CPR and was taken to the or for a pericardial window and expired later that night. There were no performance issues with any sjm device.